Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft-bearing; miscellaneous- failed lab dispense test; above spec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was scheduled for a pump replacement on tuesday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 8mg/ml at 3.3mg/day and morphine 20mg/ml at 8.2mg/day via an implantable pump. The indication so use was spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Per the reporter, the pump stalled early yesterday morning and in the logs they have not seen it recovered. The patient was having withdrawal symptoms, vomiting, abdominal pain and fever. It was reported that no emi, MRI or magnets were used by the patient. Device considerations were reviewed as the healthcare provider wanted to know if it was likely to recover. No further complications were reported.